Manufacturer narrative:
E1 initial reporter phone: (B)(6). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to a revision surgery in which the cuff was removed and replaced. Upon explant it was noted that the device had a hole. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.